Event description:
Brush head falls off brush [device breakage]. No adverse effect. Case description: a consumer reported the oral-b brushheads, version unk would fall off of the oral-b professional care rechargeable toothbrush handle but would fit fine on another handle.

Manufacturer narrative:
Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.